Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The electrode belt ECG acquisition and pulse delivery circuitry was tested and found to be fully functional. There is no indication of a product malfunction. Monitor sn (B)(4) was returned on 12/8/2017 and the evaluation is currently underway. Device evaluation included review of downloaded software flag files on the day of the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the patient death. Manufacture dates: monitor: 10/18/2016. Electrode belt: 9/22/2015.

Event description:
A us distributor contacted zoll to report that patient passed away on (B)(6) 2017 while wearing the lifevest. Prior to passing, the patient received an appropriate treatment from the lifevest. The patient's daughter was reportedly present at the time of the event. At 5:38:26 am on (B)(6) 2017, the patient received a treatment. The patient's rhythm at the time of the treatment was ventricular fibrillation (vf), the post-shock rhythm was asystole. The patient remained in asystole until the device was shutdown at 5:40:02 am. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy.